Event description:
The tip of the standard insertion handle broke off. An x-ray was taken on the same day as the procedure and no loose parts were visible in the body. The surgeon believes the broken piece remains in the shaft of the ti cannulated lateral entry femoral nail.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.